Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low battery alert and failed battery test from the insulin pump. The customer's blood glucose reading was 85 mg/dl. The customer stated that she went through a lot of batteries and they are not long lasting. The customer stated that the battery indicator does show less than 2 bars. The customer was advised that energizer aaa alkaline batteries are the most effective for the pump's use. The customer will be sent replacement battery cap.